Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04576. It was reported that patient was not able to enter the device into MRI mode. Diagnosis revealed that all the contacts on one of the patient's lead showed high impedance. As a result, surgical intervention was undertaken where in the leads were explanted and replaced resolving the issue. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.